Event description:
Balloon would not move along the stent. Tried different techniques, appeared to be too much tension on system. Levers on delivery system were not working properly. Unsure if there was an issue with the internal cable or a combination of that with excess tortuosity. Had to remove entire system. Might have also been related to anatomy not allowing device to work properly. System was working outside of the body after removal.